Manufacturer narrative:
D6: implanted date: device was not implanted d7: explanted date: device was not explanted the actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 11 has been referenced in the conclusions section of h6. Review of device history records and the shipping inspection record of the involved product/lot# combination was conducted with no relevant findings. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported a brown tinged foam was noticed to be coming out of the gas exhaust in large quantities, during use of the capiox rx25 device. There were no effects seen on the patient's oxygenation status on the cdi or blood gases. The type of procedure being performed was a mitral valve repair and a tricuspid repair; off bypass, and then back on to replace the mitral valve. The procedure was completed successfully without change-out of the actual device. There was no harm of the patient reported. It was reported to be unknown, if there were other devices or equipment used with the reported product.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section and to provide the completed investigation. It was initially reported the actual sample was available, however, the sample is no longer available. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The factory-retained sample from the involved product code/lot# combination was evaluated. Visual inspection revealed no anomalies. The retention sample was built into a circuit. Bovine blood at hct35% and temp. 37oc) was circulated in the circuit at the flow rate of 7l/min. And at the back pressure of 500mmhg for six hours (the test condition was set arbitrarily). Then, a gas was sent into the gas phase from the gas inlet port. No leak was observed. IFU reference: a phenomenon called wet lung may occur when water condensation occurs inside fibers of microporous membrane oxygenators with blood flowing exterior to the fibers. This may occur when oxygenators are used for a longer period of time. If water condensation and/or a decrease in pao2 and/or an increase in paco2 is noted during extended oxygenator use, briefly increasing the gas flow rate may improve the performance. Increase gas flow rate, to 20l/min for 10 seconds. Do not repeat this flushing technique, even if oxygenator performance is not improved. The investigation result verified that the retention sample was the normal product. Based on the complaint description that brown tinged foam noticed to be coming out of gas exhaust, it is likely that a plasma leak has occurred on the actual sample. As a cause of a plasma leak may likely be due to the following: due to a change in the blood properties due to some factor(s), a surface-active substance may be generated in blood. This may lead the balance of the surface tension between the gas and blood which is kept at the micro pores on the surface of the fibers to be upset, resulting in plasma leak; the pressure inside the oxygenator module raised by some factors, including clot formation, and others, may cause the pressure applied from the blood phase to the gas phase to get increased. This may create the circumstances where a force to push the blood corpuscle components out into the gas phase may increase and plasma component could easily leak out through the micro pores on the surface of the fibers to the gas phase. As the cause of the reported no effects on patient's oxygenation status on cdi or blood gases, it is likely that during the bypass, the plasma leak occurred not on the whole fibers, only on some partial fibers. However, with no device return the exact cause of the reported event cannot be definitively determined based on the available information.